Event description:
Procedure performed: lap chole. Incident description: the first clip was fired and the surgeon found that the apex was open and the tips closed while on the vessel. The clip dropped out. Three more clips were fired and the apex was open on all. The surgeon pulled the clip applier out of the patient and fired a few more clips outside the patient; the clips loaded and closed correctly. The surgeon then continued to use the same clip applier to complete the case with no further incidents. The surgeon has used the applied medical clip applier for approximately 60 or more cases. The surgeon is trained to not place any pressure on the trigger when inserting the device down the trocar. The device was discarded and the lot number is unknown. The applied rep was present for the case. Patient status: no patient injury occurred as a result of the event.

Manufacturer narrative:
Investigation summary: the event unit was not returned to applied medical for evaluation, and the lot number was not provided. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow-up report will be sent once the results have been analyzed.

Event description:
Procedure performed: lap chole. Incident description: the first clip was fired and the surgeon found that the apex was open and the tips closed while on the vessel. The clip dropped out. Three more clips were fired and the apex was open on all. The surgeon pulled the clip applier out of the patient and fired a few more clips outside the patient; the clips loaded and closed correctly. The surgeon then continued to use the same clip applier to complete the case with no further incidents. The surgeon has used the applied medical clip applier for approximately 60 or more cases. The surgeon is trained to not place any pressure on the trigger when inserting the device down the trocar. The device was discarded and the lot number is unknown. The applied rep was present for the case. Patient status: no patient injury occurred as a result of the event.